Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not exiting the tubing intermittently. Additionally, it was reported that there were small air bubbles in the cartridge tubing. The tubing was primed to remove the air. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. Blood glucose was 317 mg/dl.